Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not meet the physician's expectations for longevity. The device was explanted and replaced without incident.